Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the "clamp broken" ? Were the device jaws misaligned? Was the device dropping or ejecting unformed clips? Was the device firing (deploying) unformed or malformed clips? Did clips not hold on tissue once they were placed? Please confirm the clip formation - unformed, malformed, scissored, etc.

Event description:
It was reported that during an unknown procedure, clamp broken, clips would not hold. Another device used and problem solved. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # n93m0e. Device analysis: the analysis results found that the el5ml device was received with the jaw cam sub-assembly damaged. This condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. The instrument was disassembled; upon disassembly, no anomalies were found and 4 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.